Event description:
Reported as "patient initially presented with nausea and vomiting." The doctor found that the patient had a slipped lap-band and a subsequent port replacement. Follow up findings: port replacement actually took place 5 months prior to event of slippage because the port had disconnected from the rest of the band. Surgery took place at a later date to reposition the band due to the slippage.

Manufacturer narrative:
Taper I. The port associated with this report will not be returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. The product associated with this report will not be returned as the band portion of the device was not explanted and the port is no longer available. Therefore, no analysis or testing has been done. No additional information has been reported to inamed regarding the serial number. Device labeling addresses the reported events of band slippage, nausea and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."